Event description:
Terumo received the following information: it was reported that there was a case with a serious blinding issue. They did not use the medication on the patient. The procedure outcome is unknown. The final patient impact is unknown.